Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recx1499 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the segment between 38 cm-39 cm of catheter was damaged and sand holes appeared. This led to fluid leakage. No other information provided.